Event description:
During the procedure the occlusion balloon would not deflate when required during the procedure. The physician inserted the occlusion ballon wire and an additional guide wire and used the "buddy wire" technique advanced the wires forward for placement. The physician inflated the occlusion baloon and performed intervention. The physician attempted to deflate the occlusion balloon and it would not deflate when required during the procedure. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire and was able to successfully deflate the occlusion balloon. The physician removed the device from the patient and inserted another to complete the case. The patient is reported to be fine.